Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00222. A facility reported a cerelink icp probe basic kit (ID 826850) that was placed in the left side of the patient head on (B)(6) 2022 as a replacement of the fractured sensor (report number 3013886523-2022-00222). The nurse stated that, they had turned the patient to bathe and when they repositioned the patient back the alarm of the monitor went off and they did not have a waveform after the event. A ¿sensor or extension cable failure" displayed in the monitor. They replaced the monitor and cable however, there was no difference. They could no longer get a waveform due to the sensor issue, so it was explanted and discontinued on (B)(6) 2022. Clinical questionnaire provided: time/date of failure (B)(6) 2022. Description of the failure: alarm then monitor stated, ¿sensor or extension cable. Failure. Disconnect and replace cable or sensor.¿ sensor information: kit used basic (826850). Serial number n/a. Lot number : 4546822. Implant location parenchymal. Hospital location of implant ICU. Cerelink monitor serial number - unknown. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) After. Was a movement assistance device used? If yes, please specify. No. Amount of time between patient movement and failure event. Immediately following. Was the microsensor disconnected from the cerelink monitor during each phase of transport? N/a. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: unknown. What was the icp waveform quality before the ¿event¿? Yes. What is the current mean icp? Unknown. What is the icp waveform quality after the ¿event¿? Could no longer get a waveform. When the failure occurred, was the cerelink monitor plugged into the wall? Yes. When the failure occurred, was the cerelink monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model - make: ge. Does the icp value on cerelink match the icp value on the patient monitor? Yes. When the failure occurred, where was the cerelink monitor positioned? IV pole. List all devices being used close to the cerelink monitor - unknown. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify - unknown. Were bipolar or monopolar forceps used while the sensor was plugged in? No. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care : none that were stated. Describe the quality of the insertion: insertion by highly trained nurse practitioner to replace fractured sensor on (B)(6) 2022. Explanted and discontinued use after monitor statement about sensor or cable failure.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The cerelink microsensor (ID 826850) as not returned for evaluation as the product was discarded, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a